Manufacturer narrative:
The device was not returned for analysis. When the device is received a supplemental report will be submitted.

Event description:
Medtronic received report that when the catheter was removed from within the packaging, the catheter shaft was found broken. The device was not used to treat the patient.

Manufacturer narrative:
The catheter was returned for analysis. Dried blood was found on the outer diameter of the catheter shaft. The catheter outer tubing and inner liner appeared to have separated at the distal end of the proximal grilamid tubing and the proximal end of the fluoro marker tubing joint. It was retained together by the elliptical wire. Dried blood was also found on the separated ends. No other anomalies were observed. The evaluation is still in progress and a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic initially received report that the catheter's middle shaft was found broken and damaged when removed from the package. However, upon follow up it was reported that the device was used during an arteriovenous malformation (avm) embolization procedure. Vasospasm was reported to have occurred during the procedure. However, the cause of vasospasm was not reported or if treatment was given.

Manufacturer narrative:
The microcatheter was returned for analysis without the ¿unknown¿ guide catheter. Therefore, any contributing factors from the ¿unknown¿ guide catheter (i.e. Damage, compatibility, etc.) Could not be assessed. Based on the reported information and device analysis, the customer¿s report of ¿catheter separation¿ was confirmed. The microcatheter was found separated into two segments. Based on the condition of the returned catheter, it is likely that excessive force was applied to the microcatheter subsequently causing the catheter to become separated, as the tensile strength of the micro catheter was exceeded. It is possible that the reported ¿vasospasm¿ during the procedure may have contributed to the reported event; however, the cause could not be determined. Per the marathon flow directed micro catheter instructions for use (IFU): ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ the lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.